Event description:
On (B)(6) 2012, pt reported, she attempted to program a bolus using her infusion device on (B)(6) 2012 and the buttons were not responding. Pt stated on monday, the infusion device had dropped out of her pocket. Pt reported on (B)(6) 2012, she was able to complete the change the cartridge procedure, prime the infusion set and place the infusion device in the run mode. Pt stated when she attempted to bolus using the up and down arrow buttons, the buttons would not respond. Pt reported, she then attempted to use the menu, check key, and the up key to program a scrolled bolus and again the buttons would not respond. Pt is uncertain which buttons would not respond; she just stated that she could not get any of them to respond. Pt switched to her backup infusion device. Had a pt insert battery into infusion device; device displayed an e8 (power interrupt). Pt attempted to press the check button to silence the alarm but the check button would not respond. Pt stated, she experienced elevated blood glucose reading of 500 mg/dl due to the button not responding and not being able to get her bolus. Pt's target blood glucose level is 130 mg/dl. Pt reported, she switched to her backup infusion device and her blood glucose level returned to normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.